Event description:
It was reported that a 6f angio-seal vip was deployed to the right femoral arteriotomy. A pre-deployment angiogram was performed. The pt experienced no pulses distal to the closure site and returned to the lab for an angiogram. The angiogram revealed closure of the superficial femoral artery (sfa) and a percutaneous peripheral procedure, pta, was performed to re-open the arterial blood flow. The pt was reported to be stable and was taking anti-coagulant medication as prescribed.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.